Event description:
Additional information reported a dye study was performed in (b)(46 2014 and the catheter was found to be epidural instead of intrathecal. The surgeon was planning on revising the catheter and placing intrathecally on (B)(6) 2014. The previous week the pump was refilled with lioresal 500 mcg/ml. A bridge bolus was performed to bridge the previous intrathecal compounded baclofen concentration of 4,000mcg/ml to the current lioresal 500mcg/ml. The elective replacement indicator (eri) dropped significantly (55mo to 21mo) because the dose was high compared to the concentration. The dose was slowly decreased in preparation for the surgery so the eri is coming back up (eri at 28 months). The eri will continue to go back up as expected once the dose is less than 1ml/day. The hcp plans to program the pump to 100 mcg/day following the catheter revision.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported there was a catheter migration or dislodgement at an unknown location. A dye study was done. The catheter remained implanted and in service. A revision was planned, but the date was unknown. The patient had less than 50% therapy relief in the location of the catheter track. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver baclofen.